Event description:
Customer reported the fast stop is activating by itself. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system ad could not reproduce the reported problem. System operates as intended.